Manufacturer narrative:
Upon review of the console work order, the reported device allegations could not be confirmed. The allegations could not be duplicated, and the functional testing performed did not present any fault conditions. Based on the information available and analysis results, the product operates as intended with no issues, so a conclusion of no problem detected was chosen.

Event description:
It was reported that during the procedure, the console indicated high temperature and then shut down. The console was being used at 700mj/18hz. The procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during the procedure, the console indicated high temperature and then shut down. The console was being used at 700mj/18hz. The procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.